Event description:
During a laparoscopic cholecystectomy, upon insertion of the device, a large amount of blood was observed. Pt had a drop in pressure, doctor converted the pt to open, called in a vascular surgeon to graft the iliac and aorta. Pt was discharged 5 days later, she is expected to fully recover. Surgeon believed that the device did not malfunction. Device will not be returned.